Manufacturer narrative:
H.6. Investigation summary: no samples and 6 photos were returned by the customer in support of this complaint from catalog 366430. Lot number is unknown. The visual evaluation of the photos confirmed the presence of fibrin strands in the tube. The retentions could not be inspected as the lot number is unknown. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was clotting/microclots/fibrin clots. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer states samples are centrifuged at 1200g for 12 minutes at 4c. Customer states: we have attempted the following to prevent the clot from forming post centrifuge: increased temperature blood will rest at (6 celsius to 10 celsius), increased the time and force of centrifuge (10 x 1000g to 12 x 1200g @ 4 celsius and up to 5 extra minutes in the centrifuge if clot is still present after the initial 12 x 1200g @ 4 celsius). Customer states samples form clots after centrifugation.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was clotting/microclots/fibrin clots. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer states samples are centrifuged at 1200g for 12 minutes at 4c. Customer states: we have attempted the following to prevent the clot from forming post centrifuge: increased temperature blood will rest at (6 celsius to 10 celsius), increased the time and force of centrifuge (10 x 1000g to 12 x 1200g @ 4 celsius and up to 5 extra minutes in the centrifuge if clot is still present after the initial 12 x 1200g @ 4 celsius). Customer states samples form clots after centrifugation.

Manufacturer narrative:
D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.